Manufacturer narrative:
Unit received intermittent button response due to corroded keypad traces. No button error alarm. No scrolling numbers anomaly noted. Unit received with cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip, and cracked lcd window. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer's spouse reported that the insulin pump's button kept scrolling when she attempted to bolus. She removed the battery but the insulin pump alarmed button error. The battery was removed again but she received a message that said the button was held for three minutes or longer. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.